Event description:
It was reported that a patient presented to the clinic on (B)(6) 2022 where it was noted that their left ventricular lead was intermittently capturing. A chest x-ray was performed which revealed that the lead had dislodged, and that the lead tip was still in place and separated from the lead body. The lead was still exhibiting intermittent capture during a pre-operation check on (B)(6) 2022, and the lead was explanted and replaced. The patient was stable throughout.